Event description:
During treatment with the rotablator system, the guide wire fractured and the pt was sent to bypass surgery.

Manufacturer narrative:
Investigation of the device confirmed the distal end of the guide wire prolapsed or was placed in a sharp bend causing a fatigue failure in the core wire. This condition is consistent with damaged caused by rotating the wire while the distal end of the spring tip was restrained.